Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. During device inspection, a loose ring was observed on the device. The investigation is still ongoing and the cause of the reported event could not be determined at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
It was reported that the eye piece ring on the device was loose. The issue found during device reprocessing. No harm was reported. There was no patient harm, no user injury reported due to the event.